Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for improper use as the collagen was cut. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: date unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After endovascular therapy (evt) of the superficial femoral artery (sfa), the angio-seal device was used for hemostasis. The collagen sponge was pushed with the tamper tube; however, the collagen sponge came out of the skin slightly. When the suture was cut, the collagen sponge was also cut by a few millimeters. Hemostasis was not completely achieved, and it was likely due to the presence of a pseudoaneurysm near the puncture site. It was unclear when the pseudoaneurysm developed. Manual compression was applied to achieve hemostasis and the patient was observed. The physician commented that the patient was being observed since the anchor may be displaced into the artery. The blood loss was less than 250cc. The anchor was removed after the procedure (the date unknown) via a right contralateral approach by inserting a parent (6fr, medikit). The distal of the left sfa was compressed with a tourniquet (cuff). The middle section of the sfa was aspirated with a thrombuster (kaneka), and a white gel-like substance (anchor) was retrieved. Blood flow was good, and there were no problems with the angiography. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. No equipment or other devices were used with the angio-seal.